Event description:
The end-user reports an open area one fourth inch round and three fourths inch from his stoma at 6:00 o'clock. He states this is the area where he has peristomal varices.

Manufacturer narrative:
The end-user's personal wear time for the device is usually 3.5 - 4 days and he has been using the wafer for fifteen (15 years). In (B)(6) 2013, the end-user underwent a phone eval with a wound, ostomy and continence nurse (wocn) who recommended the end-user use nystop powder. In (B)(6) 2014, he was re-evaluated in the office by his wocn who recommended he continue using nystop powder during episodes of itching and peristomal yeast. Normally, he uses adhesive remover, ivory soap, nystop powder, skin-prep, and stomahesive paste. The end-user stated his wocn is aware of intermittent the open peristomal area and recommended stomahesive powder blotted with barrier wipe to the area. She instructed the end-user is skin care and he is scheduled for f/u with cwocn again in two (2) weeks. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. No add'/l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.